Manufacturer narrative:
The explanted lead was accidentally discarded and will not be returned for laboratory analysis. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead presented with pacing impedance measurements above 2,000 ohms and was successfully replaced. No adverse patient effects were reported.